Event description:
It was reported that the high voltage (hv) lead impedance was high on the right ventricular (rv) lead.

Manufacturer narrative:
Correction: section e updated.

Event description:
New information received notes the issue was discovered via a patient notifier and remotely via merlin. Net. Programming changes were made. The patient was stable.